Manufacturer narrative:
Per manufacturer's investigation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was not confirmed. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is mechanical damage caused by the user. Improper handling during the reconditioning process damaged the adhesive on the camera head, allowing moisture to penetrate the interior and damage the electronics, which is responsible for the weak led luminosity. The other defects, such as severe discoloration on the cover, a broken weld seam, signs of wear on the lid, plug and blade, are also clear indications of improper handling. The cause of the defect is therefore improper use of the product. The investigations carried out above did not reveal any causes related to the labelling, the device or its history. All production-related quality tests were passed, and no deviations were found in the manufacturing documents for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device's light source is dimming. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).